Event description:
The customer reported that the physician placed a pleurx catheter 50-7000b (no lot number available) on (B)(6) 2013. The patient called him to say that fluid was leaking from the valve. Upon the physician¿s examination, he stated that the usual click that you hear when inserting the bottle tubing did not occur. He also thought he heard a hissing sound. He didn¿t observe fluid leaking out of the valve. The patient is having the catheter removed with a new one inserted. The sales representative will obtain the catheter with the leaking valve. On (B)(6) 2013, the surgeon who performed the original placement (dr. (B)(6)), provided the following additional information: there were no problems with the placement of the catheter or defect noted at time of original insertion. There was no patient harm and the replacement went well.

Manufacturer narrative:
(B)(4). Investigation: one (1) sample was submitted for evaluation. Examination of the received complaint sample noted no assembly defects. Therefore, the reported condition could not be confirmed. However, once the valve was disassembled for evaluation, the top portion of the valve was noted to be slightly deformed. The investigation theorized that this deformation occurred during the insertion of the valve connector to the catheter presumably during use; however, this theory could not be confirmed through this investigation. The lack of the click sound noted by the user was probably due to this deformation observed, which could preclude the top portion of the valve from seating properly while inserting the bottle tubing connector. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every valve/catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. A review of the production records for the lot involved could not be performed as the lot number was not available. Based on the investigation results, a definitive root cause could not be identified for the reported condition. A review of complaint data did not identify any trend with this or similar failure. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.